Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported during troubleshooting of alarms on the liberty cycler of observing a fluid leak upon removal of the cassette from the cycler. Additional information has been solicited. The liberty cycler was replaced.